Manufacturer narrative:
The complaint source confirmed that the product had been disposed. The root cause of the difficulties stated in the complaint could not be determined.

Event description:
Same case as #6000093-2007-01089. It was reported that during a coronary drug eluting stenting treatment procedure, a stent embolization and a stent dislodgement occurred. The first taxus stent was successfully implanted in the circumflex (cx) artery. A second taxus stent was successfully implanted in the ramus. The physician attempted to implant a third taxus stent in the ostium of the cx, but it became hung up on the proximal portion of the stent that was in the ramus. The physician was unable to advance the stent delivery sys (sds) or pull it back. The physician pulled the sds back forcefully and the third taxus stent embolized from the balloon and was undeployed "hanging in the left main". The physician deep seated the guide catheter to get the stent inside and then inflated a balloon to pin it in the guide catheter. The physician pulled the guide back, however, the dislodged stent, pinned inside the guide, was caught on the stent in the ramus and the ramus stent came out with the dislodged stent. The pt did not lose blood flow in the cx or the ramus. The physician restented the cx and the ramus using a kissing technique. About 24-48 hrs post procedure, the pt experienced chest pain and EKG changes that were treated medically. The physician felt these pt complications were possibly related to the event. The pt was reported to be doing well. It was the physician's opinion that this was not a complaint but rather related to user complication.